Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-apr-2026, a sales representative reported via email that an ar-3636h self-bunching 1.8 knotless hip fibertak soft anchor was involved in an intraoperative issue during a hip scope labral repair performed on (B)(6) 2026. The anchor was implanted without issue. After implantation, the loop end of the fiberlink shuttle stitch was passed, and the blue working stitch was loaded into the loop. When tension was applied to convert the knotless mechanism, the fiberlink was reported to be difficult to slide and subsequently broke approximately halfway down the strand. A second ar-3636h self-bunching 1.8 knotless hip fibertak soft anchor from the same lot number was used and exhibited the same issue. A third anchor from a different box was opened and functioned as intended. No patient harm was reported. Additional information was received on 20-apr-2026: the two affected ar-3636h anchors were not removed and remain implanted in the patient; the sutures were cut. All fragments of the broken fiberlink were reportedly retrieved. Additional fixation was completed using fibertak anchors. The procedure was reportedly prolonged by approximately 30¿40 minutes.